Event description:
During ankle surgery, two anchors broke when being inserted. The first anchor insertion was attempted without drilling. The second was predrilled. One of the anchors was removed, the other remains in situ. Surgery was completed with another device. It was reported by the o.r. Director that the patient had very hard bone. In addition, no patient injury or complications were reported.